Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, weakness, thrombosis, transient ischemic attack (tia) and hemorrhage are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one hour post xact stent implantation in the right internal carotid artery (rica), the patient experienced a transient ischemic attack with left sided neglect and weakness which resolved within 45 minutes. CT of the head was negative. There was no treatment provided. On (B)(6) 2011, the patient was discharged back to the rehabilitation center. Shortly after, the patient experienced a fall and fractured another part of her hip. Aggrenox was stopped and open reduction, internal fixation of the hip was performed. Two days post hip surgery, on (B)(6) 2011, the patient experienced a massive right hemispheric / embolic / hemorrhagic stroke. Thrombus was seen occluding the right subclavian artery through the vertibral and common carotid arteries into the stented rica, resulting in a massive stroke. No treatment provided. Reportedly, the cause of the stroke was either cardiogenic or embolic from the hip surgery with a low likelihood from the carotid stent. Patient's status remains poor. The condition is listed as chronic and continuing. There was no additional information provided